Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of a clearlink system y-type blood/solution set snapped off into the intravenous (IV) hub. This was observed after the patient received a unit of blood, when disconnecting the tubing from the IV hub. There was no report of patient injury; however, the IV line was replaced to resolve the event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.